Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level, low blood glucose level and buttons was non responsive as well as unspecified insulin pump error alarm. Customer¿s blood glucose level was 47 mg/dl to 500 mg/dl. The customer stated that they had bladder cancer. Customer stated that the rejected batteries and no delivery alarms. Troubleshooting was declined. The device will not be returned for analysis.